Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (6).

Event description:
It was reported that during a low anterior resection procedure, a part of the staple line was opened after the first firing. Additional suture was performed. Another device was used to complete the procedure. There were no adverse consequences for the patient.